Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the impedance was unstable. Another needle was used. No patient injury occurred. Initial evaluation of the returned sample found the needle insulation was damaged and bare needle was exposed.